Event description:
It was reported by the patient that they experienced "soreness" and where the device was placed, the clavicle bone was achy. The patient reported that the ipg ¿ sticks up¿ when lying on their side. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.